Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2023 at 2:07 p.m. The patient had an initial meter result of 5.2 inr while upon re-test at 2:21 p.m. The meter result was 3.3 inr. The patient's warfarin dose was held for 1 day. The re-test was performed using a different finger. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is weekly.

Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.1 inr. Qc 2: 4.9 inr. Qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.